Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. Programming changes were done to resolve the issue. The patient was in stable condition.